Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regv3226 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that "fluid leaking where line joins securement (statlock)". No other information was provided.